Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer experienced symptoms such as vomiting and extreme pain on shoulders. The customer was treated with insulin drip and disconnected the insulin pump. The customer also stated that the insulin pump had insulin flow blocked alarm and event was resolved by infusion set change. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about the auto mode has been received which was not included with the initial report. The information has been provided in with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.